Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was alleged to have failed to work, resulting in the patient's death. The allegation was made by the patient's spouse, who also requested no future calls from the company. The spouse stated she had spoken to the physician and he stated that the device didn't work. The caller did not state if the device was removed, and did not want to discuss the issue further.

Manufacturer narrative:
Not returned. This device is included in the 4/5/2007 shortened replacement window advisory population. There were no previous allegations against the device, or reports of device anomalies, on record with guidant or boston scientific. The patient's boston scientific crm field representative was contacted, but unable to provide additional information that would either confirm or refute the allegation. This event will be updated if additional information is received.